Manufacturer narrative:
The device has not been received for investigation; therefore, the root cause of the reported incident could not be conclusively determined. Additionally, the photo provided did not clearly demonstrate the reported issue. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA: 2024-007 was previously implemented to document further investigation of this failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that after opening the package, a pre-use inspection was performed and no issues were identified during a percutaneous shunt dilation and thrombectomy procedure. The device was then used; however, shortly thereafter, the balloon ruptured while removing the clot. A total of 0.8 ml of saline was used to inflate the balloon. Both fresh and old thrombus were present, and the device was operated in a vessel with calcified lesions. No additional incision was made, and the balloon was not punctured with a sharp object. The device was checked prior to use. No catheter fragment was left inside the patient's vessel, and no patient injury was reported. A second device of the same model was subsequently opened and used following the same procedure, allowing the surgery to be completed successfully.